Event description:
The reporter stated that during a surgical procedure, when the surgeon tried to use this drill, it broke almost immediately. The drill had not been used before, it was new. There was no pt injury. The surgeon reported that in 2011 he had three drills that broke during use which were discarded.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.